Manufacturer narrative:
The field service engineer (fse) replaced the gas delivery system (gds) to address the reported low leak co2 rebreathing risk. Failure analysis on the returned gas delivery system (gds) shows that the air flow sensor u1 of the customer returned gds was out of specification, measuring the air flow much too low which caused the air flow accuracy test to fail and the ¿low leak risk of co2 rebreathing¿ alarm to occur. Replacing u1 resolved the problem.

Manufacturer narrative:
This is pending repair details and patient information. The customer was contacted and information were requested.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported it is unknown if the device was in use on patient, but there was no patient harm reported